Event description:
The customer reported that physical damage/ scratch on the screen. The customer reported that the unit was not in use on patient. The customer contacted product support and was advised to replace physically damaged touchscreen. Product support provided part ID for touchscreen. The customer to replace any needed parts and make any needed repairs to unit and will call back only if further assistance is needed. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed, and no repair information was found. If additional information is later obtained, the complaint will be reopened.